Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right ventricular (rv) lead that resulted in a lead safety switch (lss) to the unipolar configuration. Prior to the lss, there was oversensing of the minute ventilation (mv) signal. Following the lss, there was noise and oversensing due to myopotentials. The myopotential noise could be reproduced in unipolar but not in bipolar. The patient was not pacemaker dependent and did not have any symptoms. The device was programmed to pace and sense in the ventricle only. Boston scientific technical services (ts) recommended programming the device to unipolar pacing and bipolar sensing. This device was included in the recent mv sensor signal oversensing advisory population. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right ventricular (rv) lead that resulted in a lead safety switch (lss) to the unipolar configuration. Prior to the lss, there was oversensing of the minute ventilation (mv) signal. Following the lss, there was noise and oversensing due to myopotentials. The myopotential noise could be reproduced in unipolar but not in bipolar. The patient was not pacemaker dependent and did not have any symptoms. The device was programmed to pace and sense in the ventricle only. Boston scientific technical services (ts) recommended programming the device to unipolar pacing and bipolar sensing. This device was included in the recent mv sensor signal oversensing advisory population. This product remains in service. No adverse patient effects were reported.